Event description:
Medtronic received a report that the proximal and distal section of the pipeline failed to open. The patient was undergoing surgery for treatment of an unruptured aneurysm. It was reported that the pipeline middle section was positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. Additional information was received that the procedure starts in a standardized way, placement of the triaxial system, navien 5f, phenom 27 and microguide 0.014 avigo, it was possible to cross the stent (fred) without any difficulty and once the microcatheter was positioned in left m1, the relevant maneuver was performed to reverse the security "legs" distally. In the proximal portion of m1 the stent was opened according to protocol, without success at any time despite having performed all the technical maneuvers, after several attempts a partial opening of the distal portion was achieved, but the rest of the stent could not be opened, so it was decided not to insist and the stent was removed. On retrieving the stent according to the protocol and through the retrieval sheath, the stent is stuck inside the microcatheter next to the hub and the stent is removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The fred device had been previously implanted (1.5 years ago), the issue was with the pipeline diverter. Device information for the phenom was provided.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield braid was returned stuck inside the phenom 27 catheter, a sealed bio-hazard bag, and a shipping box. The pushwire was not returned. ¿ damage location details: the distal and proximal ends of the braid were not opened and frayed. The middle of the braid was found opened and no damage. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 12.0cm to 16.4cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was cut to remove the braid. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the distal and proximal ends of the braid were not opened and frayed. However, the cause for failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. Additionally, the pipeline flex shield braid was returned stuck inside the phenom catheter. From the damages seen on the catheter (accordioning) and braid(fraying), it appears a high force was used. These damages may have occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.